Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
The customer reported that the system was unable to produce a fluoroscopic exposure. There is no report of injury or death associated with the event described in this complaint.